Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed test. Found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump would want to suspend every morning. The customer stated the insulin pump alarmed threshold suspend when the sensor was reading 70, but blood glucose value was 108 mg/dl. They were advised about insertion and calibration best practices. The sensor was returned for analysis.

Manufacturer narrative:
The information on common name was incorrect with the initial report. The correct information has been provided with this report.